Manufacturer narrative:
Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, curved opening, around 0-25% of the shell is missing. A weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, two curved sharp openings on the posterior and radius side in the same location of crease assessed as a fold flaw opening, broken shell with sharp edge where is localized stresses induced on posterior side assessed as surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification and non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact, missing shell assessed as inconclusive and two sharp crease openings assessed as fold flaw openings.

Event description:
The device has been explanted.